Event description:
It was reported that the superion indirect decompression (ID) spacer spindle cap broke during implant deployment. It was noted there was osteophytes causing resistance during the application of the sagittal wiggle deployment. The physician removed the ID spacer and completed the procedure using another spacer of a smaller model. Physical analysis of the ID spacer was not performed as it was retained by the facility and the patient did well post-operatively.